Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male patient which revealed a false event due to a raised baseline on both channels and artifact. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (asystole event/multiple axis time outs) has been confirmed. The cause of the belt errors was due to a shorted u723 (falloff mux) component in the belt node. The root cause of the defective u723 component was likely due to random component failure. No adverse event resulted from the defective electrode belt.